Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider who reported patient accidentally turned device off. Device was turned back on and patient is keeping a bladder diary.

Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient has not had greater than 50% symptom control since being implanted. They had to be adjusted previously, but the issue did not resolve. The patient was not feeling stimulation and was not able to troubleshoot. The patient has an appointment with their healthcare provider (hcp) and the manufacturing representative (rep) on 2016-oct-28 and they will discuss the lack of symptom control. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.